Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08-jan-2018 with the following findings: during investigation, the pump powered on to a blank display. The pump was opened to find a damaged display screen. A test display was installed and the pump was fully functional.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. The reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.